Event description:
It was reported that during intra-aortic balloon (iab) therapy, there was fluid in the helium tubing. Troubleshooting determined it was blood back in the helium tubing related to compromise of the iab. Therapy was suspended, the tubing was clamped, and the attending was notified for iab removal. There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional initial reporter: (B)(6), a cicu np the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
N/a

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).